Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of internal components revealed a sheared tooth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon faced difficulty while firing the devices; the 1st and 2nd device did not fire at all however, the 3rd one did fire but on the back table then was able to be fired on the patient. There was no patient injury. According to the reporter, intra-operatively, the cartridges would not fire once it is loaded in the stapler, they said the 1st and 2nd device did not fire at all however, the 3rd one did fire, but on the back table then was able to be fired on the patient. The surgeon used another cartridge on the patient. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy procedure the device was being applied to the ima (inferior mesenteric artery), the surgeon faced difficulty while firing the devices; the 1st and 2nd device did not fire at all however, the 3rd one did fire but on the back table then was able to be fired on the patient. The surgeon used another cartridge on the patient. There was no patient injury.